Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 446 mg/dl while wearing the pod for longer than 48 hours. In addition the pod failed to adhere and the pods cannula had become dislodged from the pod infusion site, (leg). As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. The cause of the reported adhesive issue could not be determined. Cracks were observed on the top housing, but this did not affect the functionality of the device.